Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a 12.6mm vicmo12.6 implantable collamer lens, -07.50 diopter, in the patient's right eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting and a shallow chamber. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Additional information: patient's last visit was on (B)(6) 2016 with uncorrected visual acuity (ucva) 20/20. Device evaluation: product evaluation found that the lens was returned dry in lens case/vial. Visual inspection found foreign material (spots, fibers) on lens surface. Work order search: one similar complaint was reported for units within the same lot. Conclusion: as per the dfu of this lens model,implantation of lens model is contraindicated in an eye with an anterior chamber depth(acd), as measured from the corneal endothelium to the anterior lens capsule, less than 3.0 mm. The patient had an acd of 2.83mm at the time of implantation. (B)(4).